Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 14 mmol/l currently and 18 mmol/l at the time of incident which they treated with manual injection. Customer received an insulin flow blocked during bolus and so he changed infusion set and reservoir out three times. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.